Event description:
Soft fault - 13 1033 149 problem description (B)(6)2018 09:32:36 (B)(6) cad file 2018-015464-241258 problem description (B)(6)2018 15:55:42 (B)(6) he will call back and send back for 90 repair. The unit was just received from service center. No serial number provided.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). He will call back and send back for 90 repair. The unit was just received from service center. No serial number provided